Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with connection tubing. The customer reported the blue end of the tubing, suct 1/4id" x 12' p/n 504196 separated from the clear tubing.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. After review the process line where the product is being manufactured, the most likely root cause was determined as a lack of solvent due to incorrect positioning of the solvent dispenser. There were parts where the solvent is not equally applied. Production personnel were notified of the reported condition as well. As a corrective action, positioning the dispenser and sensor was adjusted. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.